Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a constant increase in the impedance trend of the lead. The lead exhibited pacing problems and was suspected to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.